Manufacturer narrative:
Correction: investigation: this report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the ingenia elition s indicating that the patient alleges they have tinnitus caused by MRI scan. Initially the customer was not willing to provide the requested information. However, we have since received this info in order for us to perform the investigation. An analysis was done to determine the sound levels created by the system during the examination. The analysis showed that the noise level of the examination (extrapolated to a 1 hour examination) was 103.4 dba. The hearing protection provided to the patient was a headset in combination with earplugs, that offers a total damping of 30 db in the 1 khz range. We therefore calculate with 30 db damping from the provided headset and earplugs. The attenuated noise level is (103.4 dba. ¿ 30 db) = 73.4dba. This is well within the limit of 99 dba as formulated in the iec60601-2-33 standard. There is no evidence that the reported tinnitus is related to the mr examination. Conclusion: reported incident was investigated, and no indication of a malfunction of the mr system were observed related to the sound levels.

Manufacturer narrative:
Philips has started an investigation, a follow up will be submitted once complete.

Event description:
Philips received a report that a patient allegedly experienced tinnitus following an mr examination. At this time no further information is available regarding the severity of the tinnitus or further medical consequences.

Manufacturer narrative:
Philips started an investigation and additional information was requested from the customer via multiple attempts in order to evaluate the circumstances of this event. Despite these several requests the customer was not willing to provide any details regarding the alleged event nor the patient involved, they declined further comments. Without the specific patient related information and exact date and time of the event it is not possible to further investigate and analyze the system at that specific time. If at any moment in the future additional information is received, the complaint file will be reopened for further investigation.